Manufacturer narrative:
Product ID, 8709 lot# serial# (B)(4), implanted: 2005 (B)(6), product type catheter. (B)(4).

Event description:
It was reported that the catheter was being revised on the date of report due to a kink that was diagnosed two days prior. The catheter was kinked under the pump in the pocket. The patient's status was unknown and it was unknown whether the patient experienced withdrawal, but it was noted, the physician had to increase the daily dose often. During the revision, the catheter was unkinked and replaced back into the pocket. A dye study was performed; the catheter was patent and therapy was restored. The patient was doing well. Prior to revision the device system had been used to deliver dilaudid; however, the pump was going to be filled with morphine following revision.